Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:  3006705815-2022-13753. It was reported that the patient underwent surgical intervention wherein the scs system was explanted for reason unknown. No representative was present during the explant.